Event description:
It was reported "possible helium loss alarms immediately after insertion.decided to change out the iab for a second iab. They used the same insertionsite. Second iab was successfully inserted and no alarms after insertion". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "possible helium loss alarms immediately after insertion. Decided to change out the iab for a second iab. They used the same insertion site. Second iab was successfully inserted and no alarms after insertion". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Returned with the sample was 2 iabp recorder strips with a possible helium loss 2 alarm. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. The visible portion of the bladder was wrapped. Liquid blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The fos fiber was noted cut. A bend to the iabc central lumen was noted at approximately 59cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or he-mostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. The teflon sheath was removed from the iabc. No obvious damage was noted to the bladder. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible helium loss alarms immediately after insertion" is confirmed. During the investigation, an external leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.